Event description:
It was reported that the patient entered the cath lab in an emergency situation on the weekend and the cath lab team was called in. The iab was prepped per instruction. The fiber optix sensor (fos) was zeroed and inserted without incident. The md attempted to aspirate and flush the central lumen after placement and was unable to do so. The iab was then repositioned slightly to see if it was against the wall, but md was still unable to aspirate the line. The md removed the iab.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.